Manufacturer narrative:
Concomitant medical product: addrl1 implanted: (B)(6) 2017 , intermedics-lead implanted: unknown, oscor-lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the infection occurred. The implantable pulse generator (ipg) system was explanted and replaced. While laser explant of the competitor, fractured, chronic lead, the perforation in superior vena cava (svc) / atrial junction occurred, blood pression dropped and the cardiac tamponade was observed. The patient died within 12 hours post explant procedure. Cause of death was requested but it is not known.